Event description:
Implant failed due to part not retained on mating part.

Event description:
Implant failed due to part not retained on mating part. Additional information shows the device was failed due to a primary stability issue.